Event description:
It was reported that during a pta treatment procedure of a shunt, difficulty was encountered deflating the talon balloon dilatation catheter after the first inflation. Following the deflation difficulties, the catheter was removed and a new talon catheter was used to successfully complete the procedure, a 6 fr mosquito sheath and .014 transcend guidewire and encore inflation device were used in the procedure. No pt injuries or complications were reported. The pt status was reported as "good."